Event description:
Information was received from a patient regarding their controller reporting they turned their stimulation up last night because they were in pain, but when they woke up this morning, the controller wouldn't power on to let them turn stim back down. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed the screen powered on. Patient re-inserted the battery and confirmed the green light on the controller was flashing. Patient unlocked the controller and saw 'no device found' screen. Patient confirmed their implanted neurostimulator was charged; they knew it was on because they could feel 'shocking.' Patient tried to connect with recharger, but got a 'battery low, recharge controller' message. Agent advised patient to let the controller charge, then try to connect again in about an hour. Patient may call back if they need further assistance. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.